Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited random, high frequency, large amplitude oversensing. Technical services (ts) noted that rv capture could not be confirmed in one of the episodes, resulting in 3.5 seconds of pacing inhibition. Ts could not observe an obvious t wave morphology. This patient was pacemaker dependent at that time. Ts could not determine the source of the oversensing and recommended in clinic evaluation with arm movements. Additional information is being requested by the field. This pacemaker remains in service. No additional adverse patient effects were reported. Additional information was received. The rv lead was capped and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited random, high frequency, large amplitude oversensing. Technical services (ts) noted that rv capture could not be confirmed in one of the episodes, resulting in 3.5 seconds of pacing inhibition. Ts could not observe an obvious t wave morphology. This patient was pacemaker dependent at that time. Ts could not determine the source of the oversensing and recommended in clinic evaluation with arm movements. Additional information is being requested by the field. This pacemaker remains in service. No additional adverse patient effects were reported. Additional information was received. The rv lead was capped and replaced. No additional adverse patient effects were reported. Additional information was received. This pacemaker was explanted and replaced due to a therapy upgrade. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information added to b5.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited random, high frequency, large amplitude oversensing. Technical services (ts) noted that rv capture could not be confirmed in one of the episodes, resulting in 3.5 seconds of pacing inhibition. Ts could not observe an obvious t wave morphology. This patient was pacemaker dependent at that time. Ts could not determine the source of the oversensing and recommended in clinic evaluation with arm movements. Additional information is being requested by the field. This pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pacing and sensing functions were tested, and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited random, high frequency, large amplitude oversensing. Technical services (ts) noted that rv capture could not be confirmed in one of the episodes, resulting in 3.5 seconds of pacing inhibition. Ts could not observe an obvious t wave morphology. This patient was pacemaker dependent at that time. Ts could not determine the source of the oversensing and recommended in clinic evaluation with arm movements. Additional information is being requested by the field. This pacemaker remains in service. No additional adverse patient effects were reported. Additional information was received. The rv lead was capped and replaced. No additional adverse patient effects were reported. Additional information was received. This pacemaker was explanted and replaced due to a therapy upgrade. No additional adverse patient effects were reported.